Manufacturer narrative:
(B)(4). The handpiece was received attached to a har36 disposable device. The nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A batch history record review was performed, and a protocol was created during the manufacturing of this batch but was not related to the event description.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the instrument and hand piece were stuck together. Procedure was completed with additional devices of the same product codes. There were no patient consequences reported.